Event description:
Olympus was informed of the customer's event via mw5107777. The customer reported, during an unknown procedure, the distal attachment attached to the endoscope was seen in the patient's stomach. It was retrieved with a roth net. The distal attachment was inspected prior to use and no issues were found. The distal attachment was inspected after removal from the patient and found to be cut in half. A request for additional information is in progress. Update: this event includes 2 complaints: (B)(6)- distal cap. (B)(6)- unknown egd scope/gm-418500, (B)(6) 2022.